Event description:
Hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Device investigation results are indicative of a broken wireguard and coil wire due to chronic implant movement which has led to device failure over time. As per received information a damage to the wireguard due to cyclic loads (e.g. Chronic implant movement due to use of glasses) has highly likely led to this fatigue fractures of the wires and wireguard. The problems given in the recipient report seem to be congruent with the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was determined that the magnet (strength 3) was too tight on the samba 2 audio processor (ap). After about 3 weeks of not using the samba 2, the recipient put the ap back on and there was no sound.